Event description:
The manufacturer received information a trilogy evo ventilator reported to have alarmed for a ventilator inoperative issue. There was no patient involvement, and no harm or injury reported. It was reported the device was put in standby mode in order to move the circuit to a backup trilogy evo ventilator. The device reportedly sounded for a ventilator inoperative alarm and became inoperative at the same time. The patient had been removed from the device prior to the alarm. A device ventilator inoperative error code was not reported. It was further reported that the 7-year-old patient often removes the device from themself frequently, which triggers the circuit disconnect alarm. The oxygen flow is reported to be maintained at 1.5l/min at all times. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
The manufacturer was notified that a trilogy evo ventilator was reported to have been returned to a manufacturer's service center for evaluation. On operational check of the device, a ventilator inoperative alarm was duplicated with the occurrence of error code e-155 indicating the machine flow sensor drift above the specification. Restoration work was performed as corrective action, and the e-155 no longer occurred. However, the flow sensor was replaced preventively to prevent recurrence as a precaution. The device passed final testing and was confirmed to operate properly. The reported failure of the machine flow sensor drift out of specification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.